Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, failure to cross the lesion occurred. The lesion being treated was located in the circumflex artery , a non-bsc guidewire was used to cross the lesion and then it was predilated with a non-bsc balloon. A liberte bare metal stent 2.25 x 16 mm was used for stenting but the stent did not cross the lesion. Hence it was again dilated using the same balloon and then another liberte bare metal stent 2.25 x 20 mm was used to stent the lesion and post dilated with a non-bsc balloon. The procedure was completed successfully. No complications were reported, and the patient's status is stable. However, returned product analysis revealed that the hypotube was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The hypotube was detached/separated 24cm from the strain relief. The fracture faces were oval shaped and the material was jagged and stretched. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed hypotube detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).